Event description:
There was an allegation of a questionable low cortisol g2 elecsys result from the cobas e411 rack analyzer. The initial result was 1.50 nmol/l with a data flag. The repeat result from an aliquot was 369.9 nmol/l and the repeat result from the same sample tube was 363.4 nmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 6710651 with an expiration date of 30-nov-2023.

Manufacturer narrative:
An issue was found with the voltage of the sample/reagent probe. The probe and the bead mixer paddle were replaced. The investigation determined the service actions resolved the issue.